Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device received in a condition which made analysis impossible. Unable to test because previously dosed test strips were returned.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer reportedly received the following results on the aviva system within 10 minutes: 235 mg/dl, 278 mg/dl, and 130 mg/dl. No adverse event reported. Return of the suspect device was requested for evaluation.